Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 100 units, and the insulin gauge displayed a fill estimate of over 100 and increased to 170 units and remained static. The customer's blood glucose level was 166 mg/dl. The customer loaded a new cartridge successfully and received an accurate fill estimate.